Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a catheter placement procedure. It was reported that site lost tracking during a shunt placement. Registration was fine, but the site re-positioned the patient and lost tracking. Medtronic representative stated that the patient tracker was very close to the emitter which was causing the issue. The procedure was completed without the use of navigation by manually passing the catheter. There was a delay of 5 minutes. No known impact on patient outcome. Magnetic resonance imaging (mr) showed the site how to position the emitter in the future.